Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. The patient reported that the implant was not working anymore, and she had to keep turning it up. She reported she tripped and fell and broke her pelvic bone (B)(6) 2017 and the ins incision area swollen up like a golf ball, but she didn't address it with the healthcare professional (hcp) due to other medical issues. The patient reported the hcp had to reposition the ins from its original position in 2017. She stated she was afraid the device may have dislodged or broke when she fell. Patient services asked patient to sync with implant and the patient programmer showed therapy was on, p1 at 7.5v and patient was not feeling stimulation. No further complications were reported or are anticipated.